Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 11th february 2022 getinge became aware of an issue with one of surgical lights - hled. At it was stated dust cover and spring arm cover were missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - hled. As it was stated dust cover and spring arm cover were missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Based on ssu statement, the customer informed them that the affected surgical light was hit by another suspended equipment and it contributed to the issue. The repair was performed by ssu technician, missing parts were assembled on the device. Operating light was fully operational after the service intervention. It was established that when the event occurred, the surgical light did not meet its specification due to missing covers from spring arm, which contributed to the event. Provided information indicate that upon the event occurrence the device was not being used for patient treatment. Review of received customer product complaints related to investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to number of sold devices worldwide, we can assume that the failure ratio of missing covers from spring arm occurrence is low. According to the subject matter expert at the manufacturer, the incident is due to an inappropriate use. To prevent such an issue from reoccurring, manufacturer¿s recommendation is to follow the instructions from operating manual concerning arm pre-positioning prior to use. Additionally, users are requested to pay attention to cracks in plastic parts. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.